Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested; however, it was not provided. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 3 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received. The cause of death was not provided, however, it was noted that the patient had endocarditis.